Event description:
It was reported that the physician began to use a lead but the lead appeared a ¿bit wavy¿ and the physician requested a new one. It was noted that the lead was not connected to an external neurostimulator (ens) or an implantable neurostimulator (ins) so there was no indication that the lead was capable or incapable of delivering stimulation. Additional information received that the lead was not placed in the patient.

Event description:
It was reported the curves on the lead were found upon removal from packaging and removal of stylet. The physician was concerned with driving the leads. Requested analysis of "defective or heat impacted." It was noted there was no patient death.

Manufacturer narrative:
Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the stylet found no significant anomaly, the stylet wire was bent which caused the lead body to look wavy. It was noted when the stylet was withdrawn, the lead body was straight.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.